Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited possible t-wave oversensing (twos). It was noted the patient was hyperkalemic at the time of the episode. The rv lead remains in use. No patient complications have been reported as a result of this event.